Event description:
It was reported that on march 16 a selenia dimension was used and during the tomo, the unit was shaking. A field engineer examined the equipment and found that the rear vta bolts had broken off. The field engineer replaced the entire gantry ant the system met the manufacturer´s specifications. No patient or staff injury was reported. No other information was available.

Manufacturer narrative:
Selenia dimensions: system is shaking. On (B)(6) 2024, the customer reported that the system was shaking during the tomo sweep. The field engineer (fe) was dispatched to the customer site and found the rear vta (vertical travel assembly) bolts were broken off. The fe determined the entire dimensions system needed to be replaced. No patient or user injuries were reported. The system was not returned for investigation. The vta was 954 days old at the time of the complaint. In the complaint, the fe noted this is a mobile unit. Technical support reviewed the system logs and determined the system was transported with the tube head at zero degrees instead of the required 180° which caused excess vibration and damage to the system. Transporting the system with the tube head at 180° ensures the system is more balanced and stable during transportation. The cause of the c-arm shaking was due to the loose/broken vta bolts. The vta bolts were loose/broken due to excessive vibration/damage from transporting the system at a 0° position. A customer technical bulletin (ctb) was released on november 8, 2023, for dimensions and 3dimensions mobile systems. The ctb instructed customers to transport the system in the 180° position rather than the 0° position. Conclusion: this complaint is related to vta loose/broken bolts due to excessive vibration/damage from transporting the system at a 0° position. A ctb was released to selenia dimensions and 3dimensions customers instructing them to transport mobile systems in the 180° position rather than the 0° position as instructed in the selenia dimensions and 3dimensions user manuals. An update request for the selenia dimensions and 3dimensions user manuals was submitted and the user manuals will be updated to change the positioning from 0° to 180°. This investigation will be closed, and no further investigation is required. A CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and the complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies related to the vta assembly. System product code: sdm-sys-6000-3d, serial number: (B)(6), system manufacture date: 5/10/2021, system installation date: on (B)(6) 2021. Unique device identified (UDI): (B)(4).